Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that a newly inserted intra-aortic balloon (iab) had generated a fiber optic sensor failure message. The customer tried another pump, but received the same message. They were walked through the steps to connect the pressure cable from the pump to the transducer. An arterial line waveform was present; they zeroed and the issue was resolved. There was no patient harm or adverse event reported.